Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant at tooth site #36 was removed due to having the internal hex stripped. Implant placed upon final torque internal hex stripped, implant removed. Another implant was used to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information, d9: device availability, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) bnpt5411, (3i t3 with dcd tapered implant 5/4 x 11.5mm) for evaluation. Visual evaluation was performed, the returned implant has signs of use, and some damage was noticed around the external threads, and collar regions, likely due to the removal process. The implant was identified as reported. The implant's internal threads were not identified damaged. An in-house cover screw was used to verify the implant's internal threads. However, the implant's drive feature was identified damaged. DHR review was completed for the subject lot number 2023030130. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030130 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. There implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.